Event description:
In the process of notifying the pt that their device may be nearing end of service, it was discovered that the pt had passed away. The cause of death is unk at this time. There is no evidence that the ncp system caused or contributed to the reported event. Attempts to obtain add'l info have been unsuccessful to date.